Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the pyixbus cable was frayed and need replacement. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis bus cable was frayed. A field service engineer (fse) suspected a spark like sound, and the back was checked after the unit was pulled out. The top cable was found frayed. Fse replaced the pyxis bus cable. The system functioned as intended after the field service engineer repaired the device.